Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient was checked in-hospital during pre-discharge follow-up check. Stored egm revealed that the device exhibited post-paced t-wave oversensing. Programming changes were made during the device check.

Event description:
New information received indicated that another occurrence of post-paced t-wave oversensing was noted on a stored egm when the asymptomatic patient presented in-clinic for follow-up. Programming changes were made during the device check.